Event description:
Hill-rom technician found that the head section could not be lowered. He found that the gas springs were frozen from an internal failure. He replaced the gas springs and the head section function properly. The stretcher was found out of service in the repair shop and there were no alleged injuries.